Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver had broken cables. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.